Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of constipation and peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag, (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced constipation. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. On an unreported date, a sample of peritoneal effluent was analyzed and cultured. The results of the analysis and culture were pending. On (B)(6) 2011, the patient began remedial treatment with reflin 1gm, ip, once daily, vancomycin 1gm, ip, once daily, and fortum 1gm, ip, once daily. The root cause of the peritonitis was constipation. At the time of reporting, the outcome of peritonitis was unknown. The outcome for constipation and action taken with dianeal therapy was not reported. The nurse believed that the event of peritonitis was unrelated to dianeal therapy. The nurse did not provide an assessment of causality for the event of constipation.